Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 30 mmol/l at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer experienced symptoms such as irritation as result of high blood glucose. Customer was using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. Customer was advised to check the infusion set tubing for the presence of air bubbles and leak, no leak and no air bubble found. The insulin pump will not be returned for analysis.